Event description:
Caller reported a malfunction on the pump, specifically malf 12, with fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer had already reset the pump before contacting support, and the malfunction code did not recur after the reset.